Event description:
It was reported that customer experienced multiple malfunction alarms on pump. There was no reported impact to customer¿s blood glucose level. Distributor turned on returned pump and confirmed recurring malfunction alarm, then reset pump by turning it off and on, and arranged replacement pump for customer while awaiting further evaluation of returned device.